Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. The 38 x 2.50 promus premier drug eluting stent was connected to the encore inflation device. When the stent was positioned on the 0.14 guidewire, distal stent damage was noted and the device was discarded. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The promus premier ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region with stent struts found to be bunched and lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the diagonal artery. The 38 x 2.50 promus premier drug eluting stent was connected to the encore inflation device. When the stent was positioned on the 0.14 guidewire, distal stent damage was noted and the device was discarded. The procedure was completed successfully with another of the same device.